Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and removed were not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The hi-torque floppy and multi-link otw vision referenced are being filed under a separate manufacturing report numbers.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-calcified, non-tortuous, right coronary artery (rca) the otw trek balloon dilatation catheter (bdc) was preloaded onto the hi-torque floppy guide wire. The system was advanced into the anatomy and resistance was met while trying to advance the bdc over the guide wire. Very slowly the bdc was carefully removed from the guide wire due to the tight resistance and a different bdc was used with the same guide wire without noted issue. The unspecified bdc was removed and a vision stent delivery system (sds) was advanced over the guide wire and deployed without reported issue. The sds and the guide wire were removed as a system due to resistance being met when trying to remove the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided